Manufacturer narrative:
Concomitant medical products: ddbb2d1 ICD implanted: (B)(6) 2016.

Event description:
It was reported that the patient had flu-like symptoms with fever, pain, and purulent drainage from the device pocket. A pocket infection was noted as well as mobile vegetation on the right atrial (ra) lead and the right ventricular (rv) lead. Drainage from the pocket was analyzed and the organisms responsible were found to be staphylococcus epidermis and coagulase negative staphylococci. Intravenous antibiotics were administered. A system revision occurred and the ra and rv leads were explanted. It was noted that the patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.